Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low amplitude, high pacing threshold measurements, loss of capture, and an increase in pace impedance measurements. During a routine device change out procedure, the device was explanted and the lead was capped and replaced. No additional adverse patient effects were reported.